Event description:
It was reported that an occlusion alarm occurred, which led to the customer experiencing a significantly high blood glucose level of 656 mg/dl as a result the customer went to the emergency room and was hospitalized on (B)(6), 2025. The customer attempted to resolve the high bg by bolusing via the pump. Technical support performed a pump system check and confirmed occlusions. The hospital treated the customer with IV fluids of saline and insulin, successfully resolving the issue. The customer was released from the hospital on (B)(6) 27, 2025, with no permanent damage identified. Reportedly, the customer reverted to an alternate method insulin therapy.